Manufacturer narrative:
The device remains implanted therefore it is not available to be returned for evaluation. Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that during lens implantation the lens had issues with unfolding. During first post-op, the lens was still not completely unfolded in the bag. There is no report of patient impact. It is to be noted that the inserter used during this event is unknown.